Manufacturer narrative:
(B)(4). The investigation into this event is ongoing. A request was made for the field representative to confirm the technical services recommendations were performed and were successful. This report will be updated when additional information is received. The explanted device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented for the first device check since implant in 2011. The device was not able to be interrogated. A boston scientific technical services consultant reviewed the available device data on the server and found a check had taken place (B)(6) 2011, six months post-implant. At that time, the device firmware was at smr4 (software maintenance release). An old netbook programmer would be needed to interrogate this device and software updates would be needed to make the device current and allow the device to be interrogated with the current tablet programmer. The device remains in service, with no adverse patient effects reported. Boston scientific received additional information. A field representative reported that the device was not able to be interrogated and was explanted and replaced. It was noted that after six years the device/ battery likely exhibited normal battery depletion and there were no allegations against the device longevity. However, as the patient did not present for any device checks in the six years the device was implanted and the device was not to be returned for analysis, there is no evidence to confirm the device longevity met expectations. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The investigation into this event is ongoing. A request was made for the field representative to confirm the technical services recommendations were performed and were successful. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this patient presented for the first device check since implant in 2011. The device was not able to be interrogated. A boston scientific technical services consultant reviewed the available device data on the server and found a check had taken place (B)(6) 2011, six months post-implant. At that time, the device firmware was at smr4 (software maintenance release). An old (B)(4) programmer would be needed to interrogate this device and software updates would be needed to make the device current and allow the device to be interrogated with the current tablet programmer. The device remains in service, with no adverse patient effects reported.